Event description:
It was reported that the device was prophylactically explanted and replaced. The device is the part of the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(6) 2016.

Manufacturer narrative:
Date received by manufacturer: may 11, 2017.